Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the left lower extremity deep vein. During aspiration when the device was inside the patient, the pump was leaking liquid and aspiration was lost. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.

Manufacturer narrative:
Device evaluated by MFR. Returned product consisted of a solent omni thrombectomy system and no other devices. The pump, shaft, and tip were microscopically examined and no damage or irregularities were identified. Functional testing was performed by placing the device in the console. Functional testing showed the device would not get into priming mode. Visual and tactile examination showed that the seal cap had become loose and was not level with the pump body. The seal cap was removed and visual examination showed that the high pressure seal was damaged. The device would not get into priming mode due to the high pressure seal being damaged and the seal cap not being torqued down. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that there was a loss of aspiration. An angiojet solent omni catheter was selected for a thrombectomy procedure in the left lower extremity deep vein. During aspiration when the device was inside the patient, the pump was leaking liquid and aspiration was lost. The procedure was completed with another of the same device. There were no patient complications and the patient condition was noted as stable.